Event description:
Employee reports an odor emanated from the ophthalmic excimer laser system. The individual reported experiencing nausea and vomiting. A short while later the individual reported experiencing a sore throat, raspy breathing and heaviness in the chest. A second user facility employee subsequently reported experiencing lightheadedness for a short while. The first employee went to the emergency room the following morning. The physician from the facility spoke with this individual over the weekend and stated that they were doing okay. The individual returned to work, but left declaring they felt a "lump feeling" in throat. The physician from the user facility suggested they see a pulmonary specialist. Additional info has been requested.